Manufacturer narrative:
A siemens healthcare diagnostics technical customer care representative determined that the cause of a discordant low hematocrit result to be autoreleased by their laboratory information system (lis) is due to the customer not having their lis set up to hold a result for review when there is a chcmce flag (comparison error mchc/chcm). Quality control material was running fine and they had no issues with other patient samples. It was determined that the discordant low hematocrit result may be due to a short sample as the sample tube only had 1 ml of whole blood. All parameters were lower than previous results but only the hct results were reported. The cause of the event was user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained a discordant low hematocrit (hct) result of 42.8% for one patient sample on the advia 2120i with dual aspirate autosampler (advia 2120i with daa) system. The results had a chcmce flag (comparison error mchc/chcm flag) and were autoreleased. The customer reran the same sample on their backup advia 120 hematology system and the hct results were 59.8%. They repeated the same sample on the advia 2120i with daa in manual aspiration mode and the hct result was 58.1%. The patient had been running a hct of 58% to 59% over past few days. A corrected report had to be issued to the physician. Quality control material was within specifications and the customer was not obtaining flags on other patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, low hematocrit results.